Event description:
The device system was explanted due to an infection. A follow up report will be sent when additional info is received.

Event description:
Addl info from the hcp reports the pt presented with redness, drainage, and incisional wound opening of the device pocket. A culture of the device pocket was obtained. The results wer not reported. The pt was treted with oral anitbiotics. The infection resolved and there was no drug withdrawal. The pt was reproted to have a risk factor of being morbidly obese.